Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were having pain at the implantable neurostimulator (ins) site after having their device replaced on (B)(6) 2016. The patient stated that they had to back to surgery for their new ins because they were having static pain at one point. The patient later stated that they had an intermittent feeling of a knife twist at the ins site. It was reported that the patient nearly fell to their knees. They were having pain at the front of the ins site and had to "hold it in." The patient stated that it wasn't moving but they felt better if they held it. It was noted that the patient's healthcare provider (hcp) cleaned out the scar tissue where the wires connect and anchored it. The patient stated that they didn't take the device out, but they had to clip it instead. It was noted that the revision took place on (B)(6) 2016. The patient was to follow up with their hcp to resolve symptoms. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.